Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had cracked lens, cracked battery compartment, dso (downstream occlusion) seal delaminated, aild (air-in-line detector) dented, lcd (liquid crystal display) flickering, lemo (léon mouttet) connector damaged. The customer's reported issue of "error code 42224" was not verified, and a root cause could not be determined. Possible root cause was fluid ingression. Device must be repaired and pass all functional testing before being returned to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 42224. Per reporter, 'need update 4.3 software'. There was unknown patient involvement.